Event description:
An optometrist reported that a patient is still experiencing dry eyes three months after bilateral lasik surgery. The bcva (best corrected visual acuity) is reduced at times, but it is believed that this will improve when the dryness improves. The patient is being treated with artificial tears every one to two hours, cyclosporine eye drops two times per day, steroid eye drops two times per day, and an oral antibiotic once per day. The patient will be examined again in three weeks. This report concerns the patient's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).